Manufacturer narrative:
Based on the claim against the product by the customer noting system incompatibility issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed that the erbe faulted with m-02 error during power on self-test. Therefore, they replaced the erbe in accordance with isi procedures. The system was tested and verified as ready for use. (Isi) did receive a da vinci integrated electrosurgical unit (iesu) to perform failure analysis and the reported failure was replicated. During reboot, error m-02-03 was displayed. The complaint regarding system incompatibility issue due to generator not functioning was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to system incompatibility issue with advance instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive surgical inc.(isi) technical service engineer (tse) regarding an ongoing erbe error. The customer stated that they had been using the force triad while awaiting for an erbe replacement. The surgeon using the system on that day required a vessel sealer extend (vse) instrument which was not compatible with third party instruments. System was being set up for a procedure and didn't require advanced instrumentation. Therefore, the tse assisted the customer with switching the vison side carts (vscs) between the two systems to support the surgeon's need for the vse. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.